Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 163 mg/dl. The customer stated that their is no bumping or dropping, nor exposing to moisture of the device. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.